Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a diluent leak that appeared to be from the rinse block of the coulter hmx analyzer with autoloader. There was no report of any patient samples or results being affected by the leak. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found that the blood sampling valve rinse block was leaking during backwash. The fse found that the rinse block had an apparent partial plug. The fse could not identify the location of the plug. The fse replaced the rinse block and verified the repairs per established procedures.

Manufacturer narrative:
Rinse block. (B)(4).